Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having sensor issues; the transmitter was not working and when the customer removed the sensor from their body they discovered a damaged needle. No further details were given regarding the damaged sensor, and no products were returned or replaced.